Event description:
A 3.0 mm diameter x 18mm length endeavor drug-eluting coronary stent was implanted in a pt for the treatment of an unknown lesion approx 40 months ago. It was reported that the pt has been medicated with ticlopidine until approx 33 months post-implant, when the pt presented with vomiting and hematemesis, an upper gastrointestinal hemorrhage was identified. Clipping and cauterization of the hemorrhaged area and administration of thrombin were used to treat the hemorrhage successfully. As per the investigator, the gastrointestinal hemorrhage was reported not to be related to the device, drug, or the procedure. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval codes, results and conclusions - (pt was medicated with ticlopidine).